Event description:
A baxter engineer reported a pump with failure code 570:320. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the condition of depleted batteries was confirmed. The device was evaluated at the customer's site on 12/28/06. Inspection of the device on this date found that the pump's batteries were potentially damaged, therefore they were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.